Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing. P-waves which had previously measured 0.6 millivolts (mv) were measuring 0.1 mv which caused inappropriate therapy to be delivered. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.